Manufacturer narrative:
Additional information was received which indicated the complete heart block occurred during the procedure, after the final release. One day following the valve implant procedure, the pacemaker was implanted. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, at some point that same day, complete heart block (chb) occurred and a pacemaker was implanted. No additional adverse patient effects were reported.